Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. During follow up, it was reported that the patient¿s aaa is currently 7.8cm x 8.1cmm and the patient presented with gi bleed. Upon review of a CT scan it was identified that the aneurx bifur had migrated about 7.5cm from the lowest renal and a large type ia endoleak was also identified. The aortic neck measured 28mm in diameter with a length of 1.8cm. The physician performed an intervention where an endurant stent graft was implanted; however, the contralateral limb of the endurant bifurcate was caught by the gate of the aneurx stent graft; therefore, the physician converted to an aui using a endurant aui stent graft. The physician performed a fem-fem bypass with a talent occluder placed in the left iliac. A small type I endoleak was noted. No additional clinical sequelae were reported and the patient will continue to be monitored. The review of returned films 11 years post-implant revealed that the aneurx bifurcate had migrated into the sac, approximately 5cm below the renals, and there is a proximal type I endoleak. The aortic neck was angulated 50deg (a-p) and 90 deg (l-r); relative to the limbs. The ipsi limb was placed into the right common iliac, and the contra limb into the left common iliac artery. Both limbs are patent. The max aaa diameter is 8cm. The proximal neck diameter (flow lumen) at the level of the renals is approximately 25-27mm. The neck is also calcified. Earlier post-implant images were not provided, and the location of the stent graft at implant is unknown. The exact cause of the migration is unknown; however, it is possible that disease progression (neck dilatation and angulation) may have contributed. Films during the aui conversion were not provided; therefore, the events reported during this intervention could not be assessed.

Manufacturer narrative:
(B)(4).